Manufacturer narrative:
This model number is not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product code and PMA number listed, is the information for the similar comparator device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received and log files submitted, the cause of the reported ablation issue and subsequent procedure cancellation could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the impedance displayed 999 ohms and no power was able to be delivered so only one lesion was able to be performed and the procedure was incomplete. The catheter and connecting cable were replaced with no resolution. There were no adverse consequences to the patient. The following day, the ampere functioned as intended.